Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg. Type of reportable event: suspected dislodgement without intervention.

Event description:
After an implant duration of approx 4 days loss of capture (suspected due to dislodgement) was reported. No adverse pt side effects have been reported. The device was not returned for analysis and there was no explant date provided or any indication that the lead was explanted or revised.